Event description:
Have breast implants and have pain in left breast for a few years keep getting pushed off by my plastic surgeon. He put me on antibiotics saying I have a breast infection for the right side breast pain that I have now.